Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield skull clamp was being used for a sequestrectomy right dorsal c4/6. It was reported that "after fixation of the head, determining the appropriate position/angle with the head and locking the lock mechanism." "The head of the patient was not correctly maintained and the pins moved from the bone (side where there were 2 pins positioned) as a result there was a laceration for 2.5cm above the left ear of the patient." Additional information received on (B)(6) 2015: information provided from the hospital; causes: unclear, perhaps osteoporotic bone, possible material error or user error. The distributor said "obviously there is no defect and we presume that it was handling problem of the surgeon".